Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and an error message (sf102) related to pressure sensors. There was no patient harm or serious injury reported as a result of this incident. The patient was placed on an alternate ventilator.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block as part of a warranty claim. Resmed reference #: (B)(4).